Event description:
The customer reported that his bg levels were "higher than expected" while wearing this pod. His levels spiked within six hours of activating the pod; over the following 12 hours, his levels remained consistently high (286mg/dl - greater than 500mg/dl) and he had large ketones despite having administered numerous correction boluses. As a result, he was taken on the emergency room where he was placed on an IV. The cannula was reportedly kinked, yet there was no "indication of alarm". The pod was deactivated and discarded at the hospital and, therefore, will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.